Event description:
The customer reported this as a user error, because the table was not properly locked off. During an arthroscopic sub-acromial decompression (asad) procedure using a t-max ii, shoulder exposure positioner, it was reported that when setting the patient up on t-max table, the attachment slipped back causing the patient to fall back, bending the bar on the intubation tree. The procedure was aborted and the patient was sent to recovery; at which time, the patient complained of head and neck pain and had unknown tests administered. The patient¿s current condition is reported as okay and is at home getting better.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).